Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) deflated when the device was withdrawn from the vessel. Manual compression was used on the patient. There was no reported patient injury. The balloon was inflated again and fluid came out of the balloon. The stenosis was relatively close to the sheath and it is speculated that calcification had probably damaged the balloon. The user is trained to the device. The balloon was tested during prep and it inflated after insertion. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) deflated when the device was withdrawn from the vessel. Manual compression was used on the patient. There was no reported patient injury. The balloon was inflated again and fluid came out of the balloon. The stenosis was relatively close to the sheath and it is speculated that calcification had probably damaged the balloon. A 6f non-cordis sheath was used. The balloon lost pressure after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath or the distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The user is trained to the device. The balloon was tested during prep and it inflated after insertion. The device was prepped and stored as per the instructions for use (IFU). Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, b5, b7, d10, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) deflated when the device was withdrawn from the vessel. Manual compression was used on the patient. There was no reported patient injury. The balloon was inflated again and fluid came out of the balloon. The stenosis was relatively close to the sheath and it is speculated that calcification had probably damaged the balloon. A 6f non-cordis sheath was used. The balloon lost pressure after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath or the distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The user is trained to the device. The balloon was tested during prep and it inflated after insertion. The device was prepped and stored as per the instructions for use (IFU). Other procedural details were requested but were not provided. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The sealant remained in the manufacturing position fully covered per the sealant sleeves. Additionally, the stopcock was found in open position, with a syringe attached to the device, and a cordis catheter sheath introducer (csi) was observed inserted on the unit. During this unaided eye evaluation, no abnormal conditions were observed considered to be reported. A balloon inflation/ deflation evaluation was executed and it was observed that a leakage was present on the balloon of the evaluated unit, which could be related to the reported event. A high magnification analysis was performed to evaluate the balloon¿s surface condition. During this analysis a tear condition was observed to be present on the balloon of the received unit. Based on the information provided, the condition of ¿balloon - balloon loss of pressure¿ was confirmed, as the investigation performed denoted a tear in the balloon body, that resulted in a leakage condition. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics, such as the stenosis and calcification reported, and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.